Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any pt involvement, or injury is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported false downstream occlusion alarms, which were reproduced. During the eval, the downstream sensor current reading was out of spec with a fluid filled set loaded. The downstream sensor was calibrated to ensure proper occlusion detection.